Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic right colectomy procedure, the doctor was activating without tissue in the jaws and the tissue pad fell off inside the patient. The tissue pad was retrieved through the trocar with graspers. The case was completed with a second instrument with no patient consequence. The facility will not release the product for return.